Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator could not discharge. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator could not discharge. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement.